Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion ballooon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon but it would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The physician removed the device and the pt is reproted to be fine.